Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. Also, included in the return with the generator was a monopolar cable (active cord, erbe part number 20192-130, lot number 1213). Therefore it was also evaluated. The findings were as follows: esu. An inspection of the unit did not reveal any worn or damage parts. Additionally, no failures or problems were found in reviewing the generator's chronological log. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device (note: after the evaluation, some routine servicing that was unrelated to the reported issue was performed on the unit.). Active cord an inspection of the accessory did not reveal any worn or damage parts. Testing demonstrated that the cable was/is working as intended. In conclusion, no equipment or accessory problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, we understand that additional in-service work with the medical staff at the hospital took place on (B)(6) 2018. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A polypectomy was performed. The settings were forced coag mode, effect 2, 25 watts. A "cold snare" occurred, reportedly due to the active cable that was used. The patient was hospitalized because of bleeding, but no additional surgery was required."